Manufacturer narrative:
No information are available at this time.

Event description:
Revision surgery due to stem loosening. Metallosis and osteolysis, cup and metallic liner are not medacta products.